Event description:
It was reported that the pump touch screen was displaying "vertical lines on both sides of the screen" resulting in an unreadable screen. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.